Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, the physician noticed that there was crack on the lens. Additional information was received stating that, the surgeon did not remove the lens from the eye as the crack was not in the visual plane.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).